Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.